Manufacturer narrative:
(B)(4). Customer was sent a new hard drive which resolved the issue.

Manufacturer narrative:
The customer reported that there was a power outage and when the generator came on the cns (central monitoring system) rebooted and is stuck at the windows 2000 screen with an error messages stating "windows 2000 cannot load due to a missing or corrupt file". The cns was power cycled several times. Customer states he believes the ups was non-operational and that the hard drive most likely has never been replaced or the cns was never power cycled. Customer states he would rather purchase a new hard drive instead of sending the device in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was a power outage and when the generator came on the cns (central monitoring system) rebooted and is stuck at the windows 2000 screen with an error messages stating "windows 2000 cannot load due to a missing or corrupt file". The cns was power cycled several times. Customer states he believes the ups was non-operational and that the hard drive most likely has never been replaced or the cns was never power cycled. Customer states he would rather purchase a new hard drive instead of sending the device in for repair.